Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® serum that the cap failed to be removed in one (1) tube. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: e.1. Initial reporter addr 2: (B)(6). E.1. Initial reporter facility name: (B)(6). Hospital. Investigation summary: bd received two photos for investigation, which show a tube with its stopper stuck inside and the stopper separated from its shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® serum that the cap failed to be removed in one (1) tube. No patient impact reported.